Event description:
It was reported that device interrogation revealed under sensing on the lead. No changes or intervention were reported. The patient condition was unknown.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5119494.